Event description:
The manufacturer was informed that a patient using a rep dreamstation auto CPAP device has passed away. The patient's husband inquired about how to dispose of the device. He was advised to contact the medical company that provided it, as they could assist in properly disposing of the device. When the husband asked if he could simply throw it away, he was recommended to reach out to the doctor to obtain the name of the dme provider, who could help with the disposal process. The husband then expressed concerns about the time involved in driving around and mentioned that he might just dispose of the device himself. No additional details were provided, and there are no allegations suggesting that the device contributed to or caused the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.